Manufacturer narrative:
It was reported that the guidewire will not pass freely through the brown distal port during insertion. A second catheter was needed to complete the procedure. No actual sample is available to be returned for evaluation. No additional information is available. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire will not pass freely through the brown distal port during insertion. A second catheter was needed to complete the procedure.